Event description:
The customer contact reported an operator error in programming resulting in the patient receiving more medication than intended. The customer contact reported on an unspecified date, the nurse programmed the pump to deliver morphine 1mg/ml in the continuous only mode at a rate of 10mg/hr instead of the intended rate of 1mg/hr. No further programming parameters were provided. After an unspecified length of time, the nurse noted the "30ml vial had infused in about 3 hours." It was reported the patient was oversedated but arousable. The patient was treated with an unspecified amount of narcan "just as a precaution" and responded to verbal stimuli. There were no reported adverse patient sequelae. The pump was removed from clinical service. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.